Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that has an undetermined malfunction. It is unknown when and where this event occurred. This had the potential to interrupt delivery. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an undetermined malfunction was confirmed during product evaluation as a battery issue. However, the root cause was not determined by service. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.